Manufacturer narrative:
This report is submitted on february 1, 2024.

Event description:
Per the clinic, the patient experienced a skin flap infection and necrosis. Subsequently, the patient was treated with IV antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted under general anesthesia on (B)(6) 2023. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 17, 2024.